Manufacturer narrative:
The patient was revised on (B)(6) 2014 for she was suspected of having infection. The x-ray photo taken before the revision showed that the cup was also dislocated. (X-rays not provided to depuy for examination) during the surgery, the severe metallosis on the wide area and blackened body fluid were confirmed. The devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised on (B)(6) 2014 for she was suspected of having infection. The x-ray photo taken before the revision showed that the cup was also dislocated. During the surgery, the severe metallosis on the wide area and blackened body fluid were confirmed. The implants were extracted, and the tissue sample was taken for the pathological examination. The operative field was cleaned thoroughly and closed, and the surgery was completed without new implant. The second revision is planned on later date yet, because of the patient¿s age ((B)(6)) and the low adl, there is a possibility that the next revision would not be operated.

Manufacturer narrative:
Additional narrative: the patient was revised on 14 jul 2014 for she was suspected of having infection. The x-ray photo taken before the revision showed that the cup was also dislocated. During the surgery, the severe metallosis on the wide area and blackened body fluid were confirmed. The implants were extracted, and the tissue sample was taken for the pathological examination. The operative field was cleaned thoroughly and closed, and the surgery was completed without new implant. The second revision is planned on later date yet, because of the patient¿s age (in her 70s) and the low adl, there is a possibility that the next revision would not be operated. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.